Manufacturer narrative:
(B)(4). Batch # t5cy8c. Additional information: after surgery, the surgeon checked the device and re-fired, the surgeon could not remember the washer was cut off during the surgery or after surgery, meanwhile, he also did not remember which staple height he chose. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
Malformed staples. It was reported that during the open pancreaticoduodenal surgery, when did r-y anastomosis, after fired (the residual stomach and jejunum were anastomosed), without audible feedback, noted the staples malformed with irregular shape and oozing. Removed the malformed staples and used suture to oversew, the surgery delayed about 1.5 hours. The patient is stable now.